Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) and the adverse event. Based on the provided information a temporal relationship exists between ccpd therapy with the liberty cycler/fresenius products and the development of the pre-existing scrotal hernia, potential discomfort and pain in the scrotal area and subsequent inpatient scrotal hernia surgery repair. Additionally, there is a causal association between the event of scrotal hernia and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy. The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined. A device is not released unless the labeling, material, and process controls were within specification.

Event description:
During a follow up call on an unrelated incident a peritoneal dialysis (pd) patient¿s nurse reported the patient was hospitalized due to hernia. The patient was diagnosed with scrotal hernia. The pd nurse stated the patient was hospitalized from (B)(6) 2017 and had an inpatient hernia repair surgery. The patient was temporarily moved to hemodialysis treatment to allow the hernia to heal. The patient has recovered from the event and has moved back to the pd treatment. The patient has been performing treatment without any further issues. The pd nurse stated the scrotal hernia was pre-existing and became prominent after initiating dialysis. The patient has been a dialysis patient since (B)(6) 2015. Additional information has been solicited but not made available.